Event description:
Customer reported experiencing a high blood glucose (bg) event earlier in the day before contacting technical support. The highest bg level was not specified and displayed as "high," but there was no reported assistance needed from a third party, and correction was attempted through a bolus via the pump. Customer was advised by technical support to consult with a healthcare provider to address potential factors affecting bg levels.